Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia with a cgm reading of approximately 330 mg/dl while using subcutaneous insulin, with the device powered on, containing insulin, and attached via infusion set, and with no additional alarms present; the user had delivered meal announcements and corrections, had significant insulin on board, confirmed cgm accuracy with a fingerstick, and required guidance to unlock the ilet to clear an alarm. Symptoms included elevated blood glucose and subsequent low trend requiring carbohydrate intake. Outcomes included self-management at home without medical intervention. Investigation included customer support troubleshooting, verification of infusion set and cartridge integrity, review of insulin delivery context and cgm trends, and user education on meal consistency and alert management. Investigation of this case revealed no device malfunction and that glucose levels trended down after recent meal boluses and corrections. It was concluded that the event was hyperglycemia with cause unclear, with device function consistent with design and user education provided.